Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an af ablation procedure. Prior to procedure, the rate response rate of the pacemaker was turned off. Post procedure, wand telemetry was unsuccessful and rate response was unable to turn on. Multiple attempts were made but all were unsuccessful. The patient then presented to a scheduled stent placement surgery procedure after ablation. Post stent placement, the device was successfully interrogated. Interrogation had questionable alerts of eri and unreliable impedance measurements. The device was also responding slowly with the programmer. The patient was stable and would be monitored.